Manufacturer narrative:
Device is not available for evaluation; supplemental report will be submitted after additional information has been obtained

Event description:
Patient fell when going to take a step. She was walking on tile floor headed straight, knee wasn't fully extended and foot was not there so she fell to the side.patient was walking in her house, went to take a step and just wasn't there. She fractured her hip, femur and a hip replacement.

Event description:
Patient fell when going to take a step. She was walking on tile floor headed straight, knee wasn't fully extended and foot was not there so she fell to the side. Patient was walking in her house, went to take a step and just wasn't there. She fractured her hip, femur and a hip replacement. Additional information: the patient fell on (B)(6) 2017 while walking inhouse on tile floor. She describes a situation where the prosthetic foot was not in an appropriate position/ not in full extension ("went to take a step and just wasn't there"). Beep signals are mentioned but no clear description or confirmation of the signals is given.

Manufacturer narrative:
Device investigation in progress; supplemental report will be submitted after additional information has been obtained.